Event description:
Part of the tampon cotton in my vagina. Not pleasant to get out [foreign body in reproductive tract]. When taking them out they leave part of the tampon cotton in my vagina [complication of device removal] they leave part of the tampon cotton in my vagina [device breakage]. Case description: consumer reported via email that when taking out the tampon part of the cotton was left behind in her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.